Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings in the investigation of a breach in the bionate of the driveline returned with (B)(6). The bionate surrounding the breach was cracked and discolored dark brown, and the metal braided shield underneath was also breached. Review of the log file submitted by the account confirmed pump stops and low speed events. Evaluation of the returned product confirmed damage to the insulation of the driveline's wires that would have contributed to these events. Evaluation of the submitted images revealed an area of driveline that appeared to have thinning metal braided shield; it could not conclusively be determined if this area was internal or external to the patient. The submitted log files contained pump stops on (B)(6) 2021, a low speed event accompanied by elevated power values after data consistent with the initial reported driveline repair on (B)(6) 2021, and four additional pump stops on (B)(6) 2021 following data consistent with the second driveline repair on (B)(6) 2021. These events were also accompanied by corresponding alarms for low speed advisory, low speed hazard, low flow hazard, and high motor current. Two distal-end driveline replacements were performed on (B)(6) 2021 and segments of driveline measuring approximately 13.5¿ (repair #1) and 18.5¿ (repair #2) were returned for evaluation. Both sections of driveline were tested for electrical continuity in the condition that they were received and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the drivelines. The pins of the controller connectors were unremarkable. Upon disassembly of the driveline segments, visual inspection of the wires found them unremarkable. The driveline segments were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any current leakage through the insulation of any of the driveline wires. (B)(6) was returned assembled with the driveline severed approximately 7¿ from the pump housing. A distal portion of the driveline measuring approximately 30.5¿ with the controller connector was also returned. The apical sewing ring, sealed inflow cannula/graft conduit assembly (inlet tube, sealed inflow conduit flex section, inlet elbow), and the sealed outflow graft conduit except for the outflow elbow (sealed outflow graft, sealed outflow graft bend relief, and sealed outflow graft bend relief collar) were not returned. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue during support. A driveline repair was noted from approximately 17.5¿-20.5¿ from the controller connector on the distal segment. The jacket was otherwise unremarkable. Electrical continuity testing of the driveline found all wires in all sections to be electrically intact. Microscopic inspection of the underlying wires found breaches in the insulation of the brown, red, orange, yellow (two breaches), and green (two breaches) wires between approximately 3-3.5¿ from the pump housing in the proximal segment of driveline. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. An additional breach was noted in the insulation of the black wire, also at approximately 3¿ from the pump housing. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of fatigue due to repetitive flexing of the driveline. If the exposed conductors of any wire contacted the metal braided shield while operating on the power module (pm) with a grounded patient cable or mobile power unit (mpu), the resulting short to ground would have resulted in the confirmed pump stops/low speed events. These events also could have occurred if the exposed conductors of two or more wires of different phases contacted the braided shield simultaneously or if the exposed conductors contacted each other while the patient was connected to battery power or to the pm with an ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number: (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas rev. C is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file submitted captured speed drops and pump stops on (B)(6) 2021 and (B)(6) 2021. This type of behavior has been linked to potential issues with the percutaneous lead and appear to be occurring on both power module and on batteries. The patient was admitted to the hospital. X-rays showed concerns however it was hard to determine if it was internal or external portion of the driveline. On (B)(6) 2021, the patient underwent a driveline repair. Performed 1st repair ~10" inches from the exit site. After repair, tethered the patient on grounded patient cable without issue. Patient experienced low speed events while standing out of bed (alarms occurred associated with body movement). A second repair approximately 3 inches from the exit site was performed and post repair tethered patient on grounded patient cable without issue. Approximately 30 minutes after the repair, patient experienced red heart alarms while tethered on grounded patient cable which suggested potential wire/conductor damage farther up the driveline internal. The patient reported additional alarms following distal end repair. Additional log file submitted post repair revealed alarms that appeared associated with a short to shield following the driveline repair. Unfortunately, the wire damage appeared internal; therefore, the patient stayed on an ungrounded cable/battery. Patient was tethered on batteries / unshielded patient cable without issue. An additional log file submitted post repair showed (8) pump stop events and (4) low speed advisories on (B)(6) 2021 at 11:10pm, (B)(6) 2021 at 5:47am, 6:45am, and 12:18pm as mentioned. Speed drops were as low as 0 rpm. On (B)(6) 2021, the patient underwent a pump exchange due to pump stops caused by a potential phase to phase driveline issue. No additional information provided.